Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9120607, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-30, medical device lot #: 0079591, medical device expiration date: unknown, device manufacture date: 2020-03-19. (B)(4). Investigation summary: three photos were provided and evaluated. One photo shows bulk 60ml syringes. The lot 9120607 was produced as 60ml. The 2nd photo shows the case label of lot 9120607; it is properly labeled as it was produced. The third photo shows the case label of lot# 0079591. It has the exp date missing. A probable root cause for the missing expiration date could be associated with the syringe packaging process. After the syringe assembly process, the syringe goes to the packaging process. It may have happened that the labels printer had a misadjustment and not detected in the next process. Regarding the 60ml product-scale marking issue. It could have happened that in the supply chain and warehouses got mixed with the rest of the boxes. Based on the photo analysis and investigation carried out, the symptom reported by the customer is confirmed. Each lot was produced for (B)(4) units; this is the 1st complaint; therefore, the cpm for each lot is (B)(4). We will continue monitoring and trending this product and this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot #s 9120607, 0079591 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Based on the photo analysis and investigation carried out the symptom reported by the customer is confirmed. Each lot was produced for (B)(4) units, this is the 1st complaint; therefore, the cpm for each lot is (B)(4). We will continue monitoring and trending this product and this symptom. Root cause description: the probable root cause of expiration date missing is due to syringe packaging process. After the syringe assembly process, the syringe goes to the packaging process. It may have happened that the labels printer had a mis adjustment and not detected in the next process. For the 60ml product. It could have happened that in the supply chain and warehouses got mixed with the rest of the boxes. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura/rm832 rev#8 and rm414/rev# 9) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that (B)(4) 860 slip tip syringe bulk non-sterile had scale marking issues and were missing label information. The following information was provided by the initial reporter: "it was reported that box is missing the expiration date and another box contains the incorrect product scale marking. Issue: during inspection process 1 case lot#9120607 discovered containing the old version and 1 case lot#0079591 missing the expiration date on the box. Received on po# (B)(4)".